Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 2.50 x 28 xience alpine. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 2.25 x 15mm xience alpine and a 2.50 x 28mm xience alpine stents were implanted on (B)(6) 2018. The patient presented with non-st-elevation myocardial infarction (nstemi) before the procedure. On (B)(6) 2018, the patient was readmitted with cardiovascular symptoms and acute kidney failure. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.

Manufacturer narrative:
Patient codes: 2041 labeled. Internal file number - (B)(4). Patient coding correction: added code 2041. The reported patient effect of renal failure is listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures.